Event description:
It was reported that the patient had her device explanted because, it wasn't working and she thought it would make her MRI eligible. The patient never had therapeutic effect from any of her 5 neurostimulator systems. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
The MRI was of her back, not to check the device components.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33, lot# v381109, implanted: 2010 (B)(6); product type lead. (B)(4).